Event description:
Customer reported power supply board failed. The whole pump was not received for investigation. The device history record can be reviewed, no events linked with reported issue were detected. Only the power supply board was received for investigation. The power board has broken components. We cannot determine if the components were broken during transport or if this is the original issue reported by the customer. The power board is not usable. And it is impossible to determine if another issue is at the origin of the reported issue.

Event description:
Customer reported power supply board failed. Device expected for evaluation.